Manufacturer narrative:
The distributor reported a case in which there was tissue overgrowth over the omnimax system that required the surgeon to "surgically release in order to remove the implant." This seems to suggest that the surgeon had to cut some tissue in order to remove the system. It was also reported that the surgeon was happy with the results as it relates the to the stability of the fractures and that there is no allegation that the system did not perform; however, he was concerned with the tissue overgrowth. The distributor provided intraoperative pictures. The pictures show tissue overgrowth over the omnimax bar. The complaint is confirmed. The most likely underlying cause of the complaint is improper technique. The omnimax bar and screws are designed and intended to be offset from the gingiva. The screws are threaded to (if inserted correctly) pull the bar away from the gingiva in order to prevent tissue overgrowth. The surgeon most likely did not provide adequate space between the bar and the gingiva during insertion of the bar in order to prevent tissue overgrowth. The instructions for use for this product states in the section titled possible adverse effects: increased fibrous tissue response around the implant. It also states in the section titled directions for use: once the bar is seated in the locking groove of the screw, the bar height off of the gingiva may be adjusted by the surgeon as the screw can rotate within the arch bar slot. The surgeon should confirm that final placement of screw and arch bar does not compress the gingival soft tissue and ensure that the screw / arch bar are still engaged. There are no indications of manufacturing defects.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Photographs taken during the surgery were provided, based on the images it appears that the bar was placed very low in the gingiva. The system is designed so that the bar stands off the soft tissue, it is unknown if the tissue was compressed by the bar. In addition, the bar is approved for use 4-6 weeks post placement, it is unknown if the bar remained implanted longer than the approved time. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported after treatment was complete, during the planned removal of the device the surgeon had to surgically remove tissue overgrowth in order to remove the device. The fracture healed and there was no injury to the patient. This was the surgeon's second case using this system and he was concerned as the same tissue growth was not observed in the first case. Additional information was requested, however at this time no response has been received.